Event description:
A vaxcel pasv mini port was being placed for therapeutic purposes. During catheter insertion, one of the wings on the peel-away sheath broke off. The physician was able to continue the procedure using the peel-away sheath with difficulty.